Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery. An emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery. An emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that during the second inflation, the balloon ruptured. The device was completely removed from the patient's body. Post procedure, the patient's status was stable.